Event description:
This incident was reported by the end user to the manufacturer with additional information received from the treating ophthalmologist. The patient states they were diagnosed with bacterial keratitis by a corneal specialist and is being treated for the condition by an ophthalmologist. Medical information provided from the ophthalmologist indicates the patient was referred to their office for a corneal ulcer and is being treated for an idiopathic corneal epithelial defect with corneal edema in the right (od) eye. The treating physician indicates central and stromal edema with an extending "halo" ring and mild endothelial deposits and negative staining. The patient is being treated with multiple medications including prednisolone, sodium chloride, and zirgan. As of the date of last information received, treatment is ongoing. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Manufacturers investigation, including returned sample analysis and records review, found no issues or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the adverse event is unconfirmed.